Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
It was reported that patient underwent an initial right partial knee procedure on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2016 due the bearing migrating out of the joint anteriorly. During the procedure, the bearing was removed and replaced. The surgeon also noted excessive wear posteriorly.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, wear was noted on the device; however, a conclusive root cause for the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, ¿wear and/or deformation of articulating surfaces.¿